Event description:
Event description guidant received information that when the local guidant representative interrogated this boxed cardiac resynchronization therapy defibrillator (crt-d) a yellow elective replacement indicator (eri) screen appeared. The device was in car overnight and was cold, but the rep had warmed it in the blanket warmer. The same day, the rep interrogated the device and it was at end of life (eol). Approximately two and half weeks later, the rep interrogated the device and again the yellow eri screen appeared. The device had been in the rep's house all night and was not cold. The device was not implanted and was returned to guidant for analysis.